Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it was discarded by the hospital. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the right iliac limb dislodgement with resultant occlusion. This is consistent with the reported adverse event/incident. The most likely causation for the dislodgement with resultant occlusion was most likely user related due to the use of non endologix concomitant products (off label). The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: e1: initial reporter/name and address - updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.

Event description:
During the re-intervention of a previously reported event (2031527-2020-00038) for a type 3a endoleak, the physician dislodged the previously implanted afx limb stent graft extension. The physician elected to treat the previously reported event by relining the originally implanted devices with an afx2 bifurcated stent graft device and a medtronic (non-endologix) 40mm thoracic graft in the aorta (off-label secondary procedure due to noncompatible use with a non-endologix device). The physician experienced difficulty removing the medtronic (non-endologix) delivery system and while doing so, the top cap of the medtronic (non-endologix) delivery system dislodged the afx limb stent graft extension. The dislodged limb extension subsequently occluded the common femoral artery. The patient was transferred to another hospital be treated by another physician. The other physician elected to explant the dislodged limb extension. Then implanted another afx limb stent graft extension and an ovation ix extender device to resolve the right iliac occlusion. The other physician also implanted a gore (non-endologix) 13mm viahban stent to repair the damaged external iliac artery (off-label tertiary procedure due to noncompatible use of afx with ovation and non-endologix devices). Updated information: the physician explanted the previously implanted medtronic (non-endologix) 40mm thoracic graft and not the endologix stent graft therefore no device was returned to endologix.

Manufacturer narrative:
The device involved in this event has not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
During the re-intervention of a previously reported event (2031527-2020-00038) for a type 3a endoleak, the physician dislodged the previously implanted afx limb stent graft extension. The physician elected to treat the previously reported event by relining the originally implanted devices with an afx2 bifurcated stent graft device and a medtronic (non-endologix) 40mm thoracic graft in the aorta (off-label secondary procedure due to noncompatible use with a non-endologix device). The physician experienced difficulty removing the medtronic (non-endologix) delivery system and while doing so, the top cap of the medtronic (non-endologix) delivery system dislodged the afx limb stent graft extension. The dislodged limb extension subsequently occluded the common femoral artery. The patient was transferred to another hospital be treated by another physician. The other physician elected to explant the dislodged limb extension. Then implanted another afx limb stent graft extension and an ovation ix extender device to resolve the right iliac occlusion. The other physician also implanted a gore (non-endologix) 13mm viahban stent to repair the damaged external iliac artery (off-label tertiary procedure due to noncompatible use of afx with ovation and non-endologix devices).